Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a patient was brought into the chest wall infusion port, due to chemotherapy infusion given to the lossless needle connected to the infusion port, routine disinfection of pre-purge tube, after puncture back to the pumping has returned blood, push saline found lossless needle butterfly wing at the oozing, immediately pulled out, timely replacement of lossless needle second puncture. There was no report of patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking needle housing was confirmed and the cause was determined to be supplier related. The product returned for evaluation was one 20 ga x 0.75 in. Miniloc infusion set. The investigation findings were consistent with improper or insufficient adhesive application or curing during manufacture of the component at the bard supplier. The returned product sample was evaluated and a leak was observed at the needle housing. This investigation concluded that the adhesive had not established a sufficient bond between the extension tubing and the needle shaft, and the characteristics observed which supported this type of failure included: excessive adhesive was seen outside the adhesive wells on the needle housing which indicated poor adhesive penetration. Air bubbles or voids in adhesive coverage were seen in the application wells. The needle swiveled easily within the needle housing which indicated a firm bond did not exist. The needle was removed from the housing with little effort. Voids or gaps in adhesive coverage were observed on the needle shaft this complaint will be recorded for future trending and monitoring purposes.